Event description:
During an in clinic follow-up, the device was found to be at elective replacement indicator (eri). Premature depletion of the battery was suspected. The device was explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was cut open, and battery voltage was found to be at elective replacement indicator (eri) level. Analysis performed on the hybrid noted high current. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing was performed and revealed elevated current drain due to an anomalous integrated circuit (ic) on the hybrid.